Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a sternotomy was exacerbated by the lifevest equipment. Patient described the area as a hole created on sternotomy scar from clasps digging into the patient¿s skin. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care specialist applied medication to the area and applied a sock around the clasp to prevent it from digging into and rubbing the skin. The patient was tested for staph infections, but the tests were inconclusive. Follow up indicated that the skin irritation improved.